Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿expanding the evar pool with non-IFU patients: how important is subjective physician assessment?¿. Iner h, yurekli I, karaagac e, peker I, tunca nu, tellioglu tm, durmaz h, selcuk ho, yilik l journal of clinical medicine. 2025; 14(4):1237. Https://doi.org/10.3390/jcm14041237 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ expanding the evar pool with non-IFU patients: how important is subjective physician assessment?¿. The time frame of this study was over a five year period. A total of 248 patients underwent evar with a cohort of the study population outside the stent grafts instructions for use (IFU). Endurant ii and non mdt stent grafts were implanted in the patient population. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak, type iii endoleak no further information was provided pertaining to medtronic products.